Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep discovered that the x-ray led's on image acquisition system (ias) panel disappeared when the umbilical cable was disconnected. The j7 pins 12-13 measure 0vdc between them on battery and charger side of j7. The rep replaced the battery charger board #1, and 6 batteries in tray 2 of generator. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that chargers 1 and 2 show 0 volts between pins 12 and 13. Need to be replaced. This was during a planned maintenance with no patient present.